Manufacturer narrative:
Section a4: during processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received. The allegation is against one of two leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000093555. It was reported to abbott, a patient underwent revision surgery where one lead was replaced due to high impedances. There were no complications and effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient was experiencing ineffective relief from their scs system. It was noted that one of the patient's leads had high impedances. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's impeded lead was explanted, replaced, and therapy was restored.